Event description:
During surgical procedure, patient was secured onto operating room table with appropriate straps on the lower part of the body. Patient was also on a hover mat. The operating room table required tilting slightly to the left. Due to the slipperiness of the hovermatt, the patient slip/slid from the operating room table, resulting in hitting his left shoulder and left side of forehead on the floor, sustaining mild abrasions. No other injuries occurred. Pt was returned to the operating room table.